Manufacturer narrative:
Follow-up received on 19-oct-2016: nca reference number ((B)(4)) was provided. It was asked to the reporter to clarify the x-ray and ultrasound results reported in the initial case and the answer from reporter was: the investigator corrected the evaluation at 3 months because it concerns an insertion failure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-oct-2016 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed 763 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study. She was submitted to fallopian tubes ablation, 3 months after essure (fallopian tube occlusion insert) placement, because one of essure inserts was not well placed. The reported event, regarded as device dislocation, is listed according to essure's reference safety information and was considered serious due to medical importance. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, although the exact mechanism of the reported dislocation is unknown, given its nature; causality with the suspect device cannot be excluded. As a surgery was performed, this case was regarded as incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Event description:
This study case report was received from an investigator in (B)(6) on (B)(6) 2010 and refers to a (B)(6) female patient who was involved in an observational company-sponsored study, study number: (B)(4). Additional information was received on 17-dec-2012 which qualifies this case as an incident. Study description: study (B)(4), essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure® permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). Patient had as medical history 3 children and appendicectomy. She used combined pill for contraception and the date of her last menstrual period was (B)(6) 2010. She had essure inserted on (B)(6) 2010. No anesthesia was applied during procedure, uterine distension was done and hysteroscopy was possible. Patient's uterine cavity was normal and her uterus was not retroverted. Tubal ostium was in the field of vision during placement. It was easy to introduce the catheter into both tubes and the placement was successful (externally visible coil in the uterine cavity: 4 on left and 1 on right). Procedure took 2 minutes. The patient experienced pain during the passage through the cervix, during placement into both tubes and also after procedure. She did not present vasovagal syncope and no other procedure was performed at the time of insertion. Patient did not take post-operative analgesics and used combination pill as contraceptive method during the 3 months post insertion. She did not have postoperative pain/cramping or bleeding. On (B)(6) 2010, a x-ray was performed and inserts were not symmetric and their proximal portions were not less than 4 cm. At ultrasound (2d), right insert was not seen from the cavity to the horn. No hysterosalpingogram was performed. Investigator concluded on good insertion position and considered the final result of the procedure as a success however, it was reported that three months after essure placement; patient was submitted to ablation of fallopian tubes because one of essure inserts was not well placed. Additional information received on 09-apr-2015: ptc (product technical complaint). Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-jun-2015 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed 322 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study. She was submitted to fallopian tubes ablation, 3 months after essure (fallopian tube occlusion insert) placement, because one of essure inserts was not well placed. The reported event, regarded as device dislocation, is listed according to essure's reference safety information and was considered serious due to medical importance. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this particular case, although the exact mechanism of the reported dislocation is unknown, given its nature; causality with the suspect device cannot be excluded. Since a surgery was performed, this case was regarded as incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.